Event description:
The customer reported that the spatula tip broke off the electrode during an endoscopic breast plastic surgery procedure. The broken piece fell into the patient cavity and was retrieved by the doctor. No patient injury occurred.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.